Manufacturer narrative:
Added information to section h6 (type of investigation). Updated section h6 (component code), h6 (investigation findings) and h6 (investigations conclusions). As part of the manufacturing process the units go through balloon and winding inspection. Based on the available information there is no evidence that supports or confirms the failure mode being evaluated to be associated to a manufacturing or design defect.

Manufacturer narrative:
The device of the reported complaint was received in the laboratory for a full evaluation. As received, balloon was found to be ruptured at central area. The ruptured edges did not appear to match at the ruptured location. Per the IFU "balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures." And "to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter". Through lumen was patent without any leakage or occlusion. No other visible damage was found from the catheter body and windings. The findings were aligned to the customer pictures. The manufacturing records were reviewed and there is no indication of a related nonconformance; all process parameters were met and inspections passed successfully. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, when testing the balloon of this fogarty embolectomy catheter, it burst. The device was received for evaluation, as per evaluation findings, balloon was found to be ruptured at central area. The ruptured edges did not appear to match at the ruptured location. There is no allegation of patient injury.